Manufacturer narrative:
The actual complaint sample was returned for review by the customer. The customer returned one o c condition described by the customer. The DHR review showed that all acceptance criteria inspections were within specifications during the production process. The possible root cause is that the salvage edge of the material is too close to the folded edge of the material allowing the salvage edge to intermittently stick out between the folds. No complaint trend exists and a root cause for the reported condition cannot be specifically identified; therefore, corrective action will be limited to the manufacturing awareness. No further corrective action is required at this time. This issue will be reviewed during the monthly report out for the factory. No changes to the quality control sampling plans are deemed necessary. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. No formal corrective action preventive action has been created for this complaint.

Manufacturer narrative:
Submit date: 01/27/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge. The customer states the x-ray detectable gauze sponges are fraying at the edges.